Event description:
It was reported that a minimum fill notification occurred. Reportedly, a supply change was performed to address the issue. There was no adverse impact to the customer¿s blood glucose value.